Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned for evaluation. A picture was provided that confirmed the lid is broken off due to one of the hinges and part of the housing being broken. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ spain the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing broke due to being dropped on the floor. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient involvement was reported. Attempts have been made and no further information has been provided.